Event description:
Subsequent to the initial medwatch, additional information received: autopsy was not performed. A copy of the death certificate is not available. No additional information was provided.

Event description:
It was reported that during the procedure to implant one rx acculink in the heavily calcified left internal carotid artery (lica), the emboshield nav6 migrated proximally during advancement of the rx acculink. The emboshield nav6 was removed without difficulty and replaced with a second emboshield nav6. The lica was balloon dilated and the rx acculink stent was re-inserted and successfully implanted. A planned, second rx acculink was implanted in the left common carotid artery to complete the procedure. The following day, the patient experienced a transient ischemic attack with confusion, incoherent language, and profound gait instability lasting five minutes. The condition resolved without additional treatment. Forty-one days after the rx acculink stenting procedure, the patient was found dead at home by his wife. The cause of death is unknown. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the stent remains in the patient. There was no reported product deficiency. The reported patient effects of transient ischemic attack (tia) and death are known potential adverse events as listed in the rx acculink instructions for use. Although a conclusive cause for reported patient adverse effects and relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling. The emboshield nav6 referenced has been filed under a separate MFR number. .

Manufacturer narrative:
(B)(4). Results: removed.